Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The suspect rotor tractor was received by the manufacturer for evaluation. Testing found that the drive belt failed visual inspection as the belt was torn and teeth were missing.

Manufacturer narrative:
The suspect rotor tractor was received by the manufacturer for evaluation. Testing found that the drive belt failed visual inspection as the belt was torn and teeth were missing.

Manufacturer narrative:
The suspect rotor tractor was received by the manufacturer for evaluation. Testing found that the drive belt failed visual inspection as the belt was torn and teeth were missing.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, when attempting to perform a second image with the imaging system. Halfway through the acquisition, the spin stopped and the gantry shook. Restarting the system resolved the reported issue. The rt also reported that the gantry door could not be opened, the site elected to move the imaging system to the foot of the bed while completing the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. Though medtronic imaging was aborted, there was no impact on patient outcome.